Event description:
Patient reported to ed for pacemaker insertion site pain, chest pain, nausea, vomiting, and diarrhea. Patient was admitted to the hospital. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.